Event description:
MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event.

Manufacturer narrative:
Review of this MDR shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt stated their controller wasn't working right as the screen would say pt had a 30% charge on the battery for days even though pt hadn't charged. Pt did not remember if it was the controller or implant battery that stayed at 30% as they didn't know the difference. Pt said they noticed that about a week ago, and tried resetting controller several times, but that didn't do anything. Troubleshooting was unable to be performed as controller battery had now died and pt lost the ac power supply so they could not charge controller to do any troubleshooting. Information was reviewed to plug controller in once they get the lost ac power supply replacement and call back to clarify the issue and do any needed troubleshooting. Additional information was received. Pt called back re-reporting information previously documented in this case. Pt said they received their ac power supply and recharged their controller. Pt said they were now seeing the no device found screen. Pss walked pt through starting a recharging session of their ins, pt was able to get recharging excellent, controlle r battery 100%, ins in the red. Pss reviewed the difference between the controller battery and the ins battery; pt confirmed they understood (pt said they never knew the difference between the 2 batteries). Additional information was received. Pt called back stating that this was their third time calling and that the controller still wasn't working. Pt stated that they charged the controller, however the controller still wasn't working properly. Pt stated that the controller would stay frozen and wouldn't do anything. Pt stated that the controller was fully charged and that they hadn't used the controller at all when battery empty cannot continue recharge the controller would appear. Pt stated that the controller would be at 30% and that they would use the controller on their back (pss understood that the pt was speaking of recharging the ins) and that the controller battery would stay at 30% even after two days had passed and they had used the controller multiple times.

Manufacturer narrative:
Concomitant products: product ID 97745. Serial# (B)(4) product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.